Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25130213, 25130105, and 25129616. The last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. There was blood and tissue build up on the jaws. The heater wire slightly flexed at the center and attached at the base and tip of the jaw. No other visual defects were observed. The device was evaluated for electrical/cautery functions. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10 second, but became less able to produce steam and adequate heat. An activation and transection capability test was performed over three (3) repetitions. The device activated and transected tissue three (3) times with cautery failure observed. The reported failure mode "failure to cut "was confirmed and confirmed for the analyzed failure mode "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 "bovie" failed to function. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 "bovie" failed to function. A replacement device was used to complete the procedure. The hospital did not report any patient effects.